Event description:
It was reported from the c6 ccbd unit that more volume was infused and did not match the volume in the medication bag during a mesna infusion. The pharmacy department stated not an overfill issue. Pump not sequestered. Facility biomed stated that the device failure may be caused by a broken element on the pump module platen or the volume in medication bag and pump did not match. However, since pump is unidentified it is unable to know for certain. The customer further stated that it is unknown if there were any adverse effects caused to the patient from the event.

Event description:
It was reported from the c6 ccbd unit that more volume was infused and did not match the volume in the medication bag during a mesna infusion. The pharmacy department stated not an overfill issue. Pump was not sequestered, therefore the device failure was not identified. The customer further stated that it is unknown if there were any adverse effects caused to the patient from the event.

Manufacturer narrative:
The reported issue that the unit's volume that was infused did not match the volume in the medication bag during a mesna infusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿overinfusion'. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the volume infused on pump did not match volume in bag (denoted more). Pharmacy states not an overfill issue. Pump not sequestered. May be broken element on pump module platen or volume in bag and pump don't match, however, since pump is unidentified, unable to know for certain. No adverse consequences to the patient was reported.